Event description:
Related manufacturing ref: 3005334138-2018-00404. During an atrial flutter and atrial tachycardia ablation, the non-abbott needle was advance through the introducer and skiving occurred. The introducer was advanced to the right atrial septum. The non-abbott needle was inserted without a stylet and was unable to be flushed. The needle was removed and was able to be flushed but the introducer was obstructed. The guidewire was attempted to be inserted with no resolution. The introducer was removed and replaced. The same issue occurred with the second introducer. The introducer was removed from the patient and tested. The non-abbott needle was forcibly inserted into the introducer and skived material exited the tip. The non-abbott needle was also occluded with the skived material. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported event of skiving and needle insertion difficulties could not be confirmed. No anomalies were noted when a brk needle/stylet assembly was advanced through the returned sheath/dilator assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported skiving and needle insertion difficulty is consistent with the failure to use a stylet/similar component during needle insertion through the dilator. The swartz transseptal guiding introducer instructions for use (IFU) states, ¿during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator.¿